Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to e2 and g2. Please see updates to d4, e2, g2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. Based on the results of the investigation, the definitive root cause of the fiber splitting could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported the laser fibers are broken. According to the report, the laser fibers (model tfl-fbx200s) were unpacked, found the "fibers have been slightly split, the two laser beams are visible". The failure occurred on four (4) of the same lot (lot kr233070). The issue found at preparation for use. No harm reported. No patient harm, no user injury reported. This event includes four (4) reports to address the reported four (4) broken fibers. Report with patient identifier (B)(6) (1 of 4), report with patient identifier (B)(6) (2 of 4), report with patient identifier (B)(6) (3 of 4), and report with patient identifier (B)(6) (4 of 4). This report is for report with patient identifier (B)(6) (2 of 4).

Manufacturer narrative:
The subject device was not returned for evaluation. In a follow communication with the customer, it was conveyed that the four (4) fibers (subject device ) were not available anymore. No further information were provided. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.